Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump's buttons were hard to press. The insulin pump alarmed failed battery test. The insulin pump would also not upload in their health care provider's office. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device was programmed with test glucose meter. Device communicated properly and recorded the value properly from glucose meter. Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range.